Event description:
Per the audiologist's report, there were multiple short or open circuit electrodes on the electrode array of the pt's device. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function and multiple electrode faults. Reprogramming with the faulty electrodes deactivated was recommended. On approx two months later, the clinic reported a decrease in the pt's performance and indicated that explant/reimplant surgery was planned.

Manufacturer narrative:
This type of event is addressed in the device labeling.